Event description:
Additional information received reported the patient was having withdrawals and was "just not feeeling well." The patient had "the pain running."

Event description:
Additional information received reported that the patient had the device ¿in for 2.5 years it was good, then it went crappy and after a year and a half he replaced it.¿

Event description:
It was later reported that the medication was going into the patient¿s body. After the replacement, the patient was started at a lower dose because the hcp was worried about overdose if he started her too high.

Event description:
A healthcare provider later reported that ¿there was never a pump that only lasted 2.5 years¿ and the patient had no early replacements. The patient stated that on (B)(6) 2012 the pump was replaced. They stated the catheter was out of place. They reported the dose was around ¿20/day¿ at that time. The hcp checked the pump but could not find anything wrong with the pump. They decided to replace the entire system, and that was when they found the problem with the catheter. The patient stated they did not know why their hcp replaced the entire system instead of the pump.

Event description:
Additional information: the health care provider later indicated the cause of the event was unknown. The patient experienced symptoms of increased pain. There was no reported patient injury. The pump was used to deliver lioresal, hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that drug was delivered into their system when the catheter pulled out of their spine. They stated their doctor was shocked that the patient had not gone in withdrawals at the time she was on demerol and she was getting one half the monthly dose she was supposed to get. The patient stated that two days before their replacement in 2012 their legs swelled from the knees down. They stated their family doctor stated "no way you are not having it done". The patient stated they checked her kidneys and liver, and they wanted to check her heart but "she did not want to go there". The patient stated they took water pills and their pump was lowered down, though it was unclear when this had occurred.

Event description:
Additional information received reported the patient had a pump and catheter replacement on (B)(6) 2012 because the pump was not delivering medication. It was noted that one time only 5 milliliters was withdrawn from the pump at refill and another time 22 milliliters. The patient had a history of fibromyalgia, herniated disc, nerve damage, bulging discs, cracked scrum and pelvis, and sacroiliac joint fusion.

Event description:
Additional information received later indicated that following the volume discrepancy and patient symptoms of pain, withdrawal as reported previously they had decided to replace the pump. During revision per reporter the catheter indicated to be not in the spine. So the catheter was also replaced and moved along with the pump. The new pump was implanted in patient's right buttocks and the catheter went up on that side. The earlier pump was installed in the abdomen.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2002, explanted: unk.

Manufacturer narrative:
Concomitant: product ID 8575, lot# n151971, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter.

Manufacturer narrative:
Product ID 8575 lot# n151971, implanted: 2008 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter.

Event description:
A volume discrepancy was reported; actual residual volume (approx 21ml) was noted to be greater than the expected residual volume (approx 6-7 ml). Dye and rotor studies were done and were both negative. The healthcare provider had read the pump logs and found nothing unusual. It was later indicated that the patient was to have a system explant at some point. A follow-up report will be sent if additional information becomes available.